Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow-up report with failure investigation results will be submitted should the device be received for eval.

Event description:
Customer reported "ivf initiated on pt, tubing noted to be spraying ivf from hole and blood refluxing in tube. IV tubing replaced and bagged for exam." There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.